Event description:
Medtronic received information regarding a navigation system being used for optical or electromagnetic positioning of anatomical structures during a brain surgical procedure. It was reported that on october 13, 2023, when the department staff used the device to perform surgery on the patient, it was found that the actual position of the device did not match the position displayed by the system, and there was a relatively large error. It was no longer possible to use the device for surgery. The patient was a brain surgery patient, and a sudden device failure seriously affected the patient's surgical progress. The department staff immediately stopped using the device and adjusted the surgical plan. Since the maintenance activities could not be completed on site, this was reported to the manufacturer's engineer for repair. During the surgery using this device, it was found that the actual position did not match the position displayed by the magnetic navigation system, and the error was large. After maintenance and identification by the manufacturer engineer, the device used a flat panel without a fixed stent, which was prone to errors during use, resulting in large errors in the magnetic field generator of the navigation system and unable to be used normally. The manufacturer's engineer conducted on-s ite maintenance and debugging, eliminated errors, and put the device into use. This occurred intraoperatively, and there was a patient present. Additional information was received. There was no inaccuracy, the navigation was not registered successfully, and another plan was adopted for the procedure. The surgery was not aborted, but imaging and navigation were aborted. There was no surgical delay, and there was no reported impact to patient outcome.

Manufacturer narrative:
H6: no hardware parts have been returned for analysis. B17, c20, d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.